Event description:
The ventilator was reported to be functioning normally prior to patient transport. During transport, the device remained in use. Upon return to the patient's room, the ventilator was put in standby mode while it was reconnected to the wall air and oxygen. At that time, the device began delivering continuous airflow. There was no reported patient harm. No patient demographics will be shared.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.